Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ventilator use, hospital staff found a patient had turned pale and immediately manually ventilated the patient. The reporter stated a ventilator screen was displayed but there was no ventilation sound and no audible alarm. The reporter stated the patient later expired.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.